Event description:
Guidant received info that the pt implanted with this cardiac resynchronization therapy defibrillator (crt-d) died. It was reported that this device was apart of an advisory/recall notification. An allegation has been made that the pt's death was related to a malfunction of the guidant defibrillator.